Event description:
Report received from the USA stating that the device "smells like burn." The device was used during a knee surgery. There was no pt or user injury reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by (B)(4). The event was not confirmed. The device was evaluated and met manufacturing specifications. If additional info is received, a supplemental report will be sent.